Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, asupplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet traumaone screw, catalog #: 41-2408, lot #: ni; biomet traumaone screw, catalog #: 41-2410, lot #: ni; and biomet traumaone plate, catalog #: 44-1023, lot #: ni. The user facility is foreign; therefore a facility medwatch report will not be available. Occupation: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00264, 0001032347-2019-00266, and 0001032347-2019-00268

Event description:
It was reported that the patient underwent a revision due to an infection. Attempts have been made and no further information has been provided. No additional patient consequences were reported.